Manufacturer narrative:
Samples were collected in 4ml lithium heparin gel tubes. Wash valve/pump motion errors in the event log was noted by customer. Customer contacted bci regarding this issue on (B)(6) 2011. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and found a crack in wash pump. The fse replaced wash rotor assembly and cap. The fse performed a system check and observed for leaks. Controls and patient samples were used to verify the instrument's operation. The customer had no further concerns. Hardware is the root cause for this event.

Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated that approximately six non-reproducible false positive accutni results were generated. Samples were re-tested and repeated results were lower but also positive. The specimens were tested for troponin by a different method and results obtained were "normal." The results were not reported out of the lab. Customer stated that there was no injury or change in patient treatment associated with this event.